Manufacturer narrative:
(B)(4). Device has not been received. A supplemental report will be sent if device is received.

Event description:
According to the reporter, during a gastrectomy, the device and reload were unable to fire. All indicators were solid green. A new device was used to complete the procedure. Surgery time was delayed by more than 30 minutes. There was no unanticipated tissue loss. There was no irreversible tissue damage. There was no unanticipated blood loss of more than 500 cc.

Manufacturer narrative:
(B)(4). Product received date was incorrectly entered in the computer.

Manufacturer narrative:
(B)(4). Evaluation summary: post market vigilance (pmv) led an evaluation of one powered stapler, one adapter, and one reload opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends and an evaluation of the returned device. Visual inspection noted no abnormalities for the adapter and the handle. Visual inspection of the reload noted that it was pre-fired. Functional evaluation noted that the handle and the adapter tested satisfactorily. The reload also fired satisfactorily. Replication of the pre-fire condition with interlock engagement may occur if the firing button had been pressed and then the open button was pressed after pressing the green firing button. In this situation, the safety interlock feature will engage and prevent the reload from firing a second time. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.